Manufacturer narrative:
Other, other text: d3, d4: UDI (B)(4), g1, and g2 email is: (B)(4). One device was returned for analysis. Visual inspection showed a damaged battery door. The tamper seal was not broken. Review of the event history log (ehl) showed error code 43985. A functional test was performed and the reported issue was not duplicated. The error code 43985 was found in the ehl. The cause of the reported issue was due to the l1 inductor. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 43985. No patient injury was reported.